Event description:
A nurse reported that during implantation of an intraocular lens (iol) the pt experienced loss of vitreous. The association between this event and the iol is not known. Additional info has been requested.